Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a signal loss issue with the adc device. The customer was therefore not alerted when hypoglycemic and was reported to be unable to self-treat, requiring treatment of grape sugar (dextrose) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (mbmb060-j0050) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the ble (bluetooth low energy) rssi (received signal strength indicator) graph was performed, and the signal loss alarms due to low/not present ble rssi value was observed. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a signal loss issue with the adc device. The customer was therefore not alerted when hypoglycemic and was reported to be unable to self-treat, requiring treatment of grape sugar (dextrose) by a third-party. There was no report of death or permanent injury associated with this event.